Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that flex-vision pc was crashed. No harm was reported to philips. Philips has started an investigation of this complaint.